Manufacturer narrative:
Per 4102 - final report. Following feedback on 30/11/21, the surgeon indicated that the link between the devices and the event is excluded and based on that no other information will be provided. The appropriate device details were provided. Based on the lot codes provided, we can confirm that the devices were manufactured by tornier sas. No further investigation for this event can be conducted, as no device provided, and following information from the surgeon, the infection is due to an external root cause. Based on this, this case is now considered closed. This failure mode will be monitored via annual trending. Should any additional information be provided, this record may be reopened. Nb/ this is a regularization within the framework of a clinical study. Following a change in our event monitoring process of sae from clinical study, we now declare all sae excepted if the link with the devices is totaly excluded. Please note: the submission of this report does not consitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit cup revision after approximatively 14 days due to infection.

Manufacturer narrative:
Per (B)(4)- initial report. Additional information, including lot numbers of the parts and cause at the origin of the infection have been requested to the reporter. Available information will be detailed in a supplemental report. The relevant device manufacturing records will be identified and will be reviewed when the appropriate device details will be communicated. Conclusions will be provided in a supplemental report. Nb/ this is a regularization within the framework of a clinical study. Following a change in our event monitoring process of sae from clinical study, we now declare all sae excepted if the link with the devices is totally excluded.

Event description:
Mobilit cup revision after approximatively 14 days due to infection.